Event description:
The user facility reported that the metal needle became separated from the plastic wing-hub of the infusion set, while it was still inserted subcutaneously in the pt's back. Communication with the user facility provided the following: the pt was chronically delirious and had repeatedly pulled out previous infusion sets; the rns had placed infusion set in pt's back in an attempt to prevent pt from tampering with the device; at some time later, the rn observed blood in the tubing so the device was checked; it was discovered that the needle had detached from the hub with the detached section remaining embedded in the pt's skin; x-ray confirmed the location, then the needle was removed surgically; detached needle portion was reported to be bent in a "u" shape; the needle was disposed of in the operating room sharps container.

Manufacturer narrative:
Method - involved device has not been returned for eval and the lot# is not known. Therefore, the failure investigation was limited to a review and assessment of info provided by the user facility. Results and conclusions - are based upon eval of user facility info. Based upon the available info, there is no evidence that indicates this event was related to a defect or malfunction. It is likely that the pt's delusional condition was a primary factor in both damaging the shape of the cannula and then resulting in the separation of the cannula from the hub. All available info has been placed on file in qa at the mfg facility for appropriate tracking, trending and f/u. (B)(4).